Manufacturer narrative:
Evalution: results - visual inspection of the returned product found a piece of the lens optic and one haptic torn off and missing. There was evidence of reddish residue. Conclusions - (no conclusion can be drawn): based on the complaint history and the evaluation of the returned product, a specific root cause of the event could not be determined. It should be noted that the injector and cartridge were not returned for evaluation.

Event description:
The reporter stated the surgeon attempted to insert an aa4203tf toric silicone single piece lens, but the haptic tore. There was pt contact but no injury.